Event description:
Caller alleged discrepant results compared with the lab. Results as follow: date 2007; inratio 1.8, lab 4.0, inratio 4.0, lab 5.0, inratio 1.1, lab 2.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filled: date: 2007; inratio 1.8, 4.0, 1.1; lab 4.0. 5.0. 2.1; mean 2.9, 4.5, 1.6; confidence limits 1.8-4.2, 2.5-6.5, 1.2-2.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the last set of data, the inratio value was outside the confidence limits for inr testing. Products will be tested when returned.